Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-dec-2019. The most recent information was received on 20-jan-2020. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('disabling pain') in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criterion medically significant), cystitis ("recurrent cystitis"), arthralgia ("joint, periarticular pain"), myalgia ("muscular pain"), dyspepsia ("digestive disorders"), gastrointestinal disorder ("intestinal disorders"), drug hypersensitivity ("drug allergies"), fatigue ("chronic fatigue"), dizziness ("dizziness"), migraine with aura ("aura migraines"), alopecia ("abnormal hair loss"), memory impairment ("memory problems"), parosmia ("smell disorders") and disturbance in attention ("insufficient concentration to do my job properly"). Essure treatment was not changed. At the time of the report, the pelvic pain, cystitis, arthralgia, myalgia, dyspepsia, gastrointestinal disorder, drug hypersensitivity, fatigue, dizziness, migraine with aura, alopecia, memory impairment, parosmia and disturbance in attention had not resolved. The reporter provided no causality assessment for alopecia, arthralgia, cystitis, disturbance in attention, dizziness, drug hypersensitivity, dyspepsia, fatigue, gastrointestinal disorder, memory impairment, migraine with aura, myalgia, parosmia and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-dec-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('disabling pain') in a (B)(6) patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criterion medically significant), cystitis ("recurrent cystitis"), arthralgia ("joint, periarticular pain"), myalgia ("muscular pain"), dyspepsia ("digestive disorders"), gastrointestinal disorder ("intestinal disorders"), drug hypersensitivity ("drug allergies"), fatigue ("chronic fatigue"), dizziness ("dizziness"), migraine with aura ("aura migraines"), alopecia ("abnormal hair loss"), memory impairment ("memory problems"), parosmia ("smell disorders") and disturbance in attention ("insufficient concentration to do my job properly"). Essure treatment was not changed. At the time of the report, the pelvic pain, cystitis, arthralgia, myalgia, dyspepsia, gastrointestinal disorder, drug hypersensitivity, fatigue, dizziness, migraine with aura, alopecia, memory impairment, parosmia and disturbance in attention had not resolved. The reporter provided no causality assessment for alopecia, arthralgia, cystitis, disturbance in attention, dizziness, drug hypersensitivity, dyspepsia, fatigue, gastrointestinal disorder, memory impairment, migraine with aura, myalgia, parosmia and pelvic pain with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.